Event description:
Patient was revised due to poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non verifiable, provided information states, the product is not suspected of failing to meet specifications. It is not unreasonable to expect some wear after 14 yrs of implantation. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened depuy considres the investigation closed.